Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link needle-free IV connector disconnected. The device is connected directly to the catheter. The disconnections and/or leaks have occurred between the non-baxter tubing and onelink connector, not at catheter junction. The event was further described as " hub spins off" after being tightened. The event occurs when "starting" the IV's. There was no report of patient injury or medical intervention associated with this event. No additional information is available.